Manufacturer narrative:
E1. Zip code: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Healthcare professional later reported capsular contracture baker grade ii. Device remains implanted.

Event description:
Healthcare professional reported "intracapsular rupture". Later, healthcare professional reported capsular contracture baker grade ii. This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6).

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed broken device through microscopic inspection assessed as surgical damage and unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non penetrating nick and observed missing of the orientation dot are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "intracapsular rupture". Later, healthcare professional reported capsular contracture baker grade ii. This record is for the right side. Device was explanted.